Manufacturer narrative:
Voluntary medwatch MDR report #: mw5149974.

Event description:
Voluntary medwatch form received notes that a patient presented to the emergency room with dyspnea, fatigue, and syncope. It was noted that the atrial lead was oversensing noise, had loss of capture, and had high pacing impedance. The physician elected to explant and replace the atrial lead. No additional adverse patient effects were reported.